Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels. Contact did not provide a blood glucose value. Reportedly, the customer miscalculated the amount of carbohydrates for the amount of food that was consumed. Customer delivered a bolus to stabilize blood glucose levels.